Event description:
It was reported by the patient's legal guardian that the patient developed an infection at the infusion site (arm) after wearing the pod between 25 and 36 hours, which required medical attention. The patient¿s legal guardian described symptoms including skin irritation, hardness, warmth, and the presence of pus at the site. Medical attention was sought remotely on (B)(6) 2026 through (B)(6) hospital. Images of the affected site were reviewed by a healthcare professional, who reportedly confirmed a diagnosis of skin infection, noting similarity to a previous event experienced by the patient. An antibiotic treatment was prescribed, consisting of flucloxacillin 500 mg, to be taken three times daily for 7 days. The medical consultation lasted more than 2 hours. A new pod was subsequently applied successfully.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.